Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due procidentia of the cuff of the vagina, cystocele, rectocele, enterocele, bilateral paravaginal defect, and mixed urinary incontinence. Following insertion the patient experienced pain, urinary/bowel problems, recurrence, and dyspareunia. It was reported on (B)(6) 2012 the patient underwent an insertion of right and left mini implantable pulse generators. It was reported on (B)(6) 2013 the patient underwent a stage 1 interstim implant. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 5/26/2016. Additional information: age at time of event, date of birth, weight, other relevant history. (B)(4). : it was reported that following insertion the patient experienced mixed incontinence, urge, adhesion and fistula.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency.